Manufacturer narrative:
Device failure related to the battery cover is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the handheld and related software was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegations were not verified. No anomalies associated with the main battery and battery latch were identified during the analysis. During the analysis, it was identified that the handheld was received without the battery door. Because the door was missing, the main battery was not secure and the handheld would not power on. Once the door was replaced, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
A company representative was inspecting a vns treating physician's handheld computer and identified that the computer did not have a battery. A loose battery that was found in the storage area was used, but it would not stay in place or appear to hold the charge for the few minutes it was plugged in. A replacement handheld computer was requested since the battery would not stay in the battery compartment. The programming handheld and related software were received by the manufacturer on (B)(4) 2012. However, product analysis has not been completed to date.